Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the c-cap probe unit pink rubber has a deep cut and requires replacement. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the distal end of a gi scope is cut on the tip. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Judging from the manufacturing year of the subject device, it is unlikely that the phenomenon was due to the peeling caused by aging deterioration. Therefore, it is presumed that the phenomenon occurred because external force was applied to the pertinent part of the device by strong rubbing during the daily use including re-processing. The instructions for use (IFU) states: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities. Olympus will continue to monitor complaints for this device.